Event description:
It was reported that, "threaded tip of impactor broke off during impaction. Attempt to remove tip failed. Tip was left within treaded drive hole of femoral component."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.